Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had called earlier about his insulin pump receiving a high pitched tone and that he was advised to take the battery out for two hours but the noise was recurring. The customer's blood glucose value was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored for several days and no unexpected high pitched sound anomaly or audio/beep anomaly was noted. The pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.